Event description:
On (B)(6), 2010 the lay user/patient's reporter contacted lifescan (lfs) alleging a fading display on the patient's onetouch ultra meter. The medical surveillance specialist (mss) contacted the patient for follow up questions on (B)(6), 2010, however the phone number on file is incorrect. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on the evening of (B)(6), 2010 (unspecified time). It is not known if the patient was taking any diabetes medications at the time of the allege issue. Due to the alleged issue, the reporter stated the patient denied taking any action regarding her diabetes management regimen. The following day at an unspecified time, the reporter claimed the patient became shaky; however the patient denied receiving any medical treatment. At the time of troubleshooting, the cca was able to verify the patient had used the subject meter before and that there was no misuse of the products. Replacement products were sent to the patient. Based on the information provided, it is not known whether the patient was able to test on the subject meter. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.